Manufacturer narrative:
(B)(4) (alarm reset button stuck) - labeled. Evaluation: results: evaluation for the returned product shows the alarm powered on correctly. The alarm does reset from the hold mode when weight is applied to the sensor after a lapse of 30 seconds as it should. The evaluation did not identify any product failure. The alarm passed all functional tests. The returned bed sensor was evaluated and passed all functional tests. There are visible folds and creases on the sensor. (B)(4).

Event description:
Reporter stated that a male pt was in their facility for a previous fractured vertebrae. The pt was in bed and being monitored with a sitter select alarm and sensor pad. When the nurse went in to check the pt, he was found lying on the floor beside the bed early in the morning. The pt was checked after the fall and transferred to their surgery unit for repair of a fractured left hip. After the pt fell the alarm was checked and found the green light on flashing mode and it appeared stuck in the hold mode. Reporter provided additional information on (B)(6) 2011. The pt was transferred to their facility transitional care unit for physical therapy and extended care. Post-operative the pt is doing well, walking and expected to go home within a week.